Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16479. Additional data received warranting a new medwatch: b6. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "itchy present over a year, capsular contracture baker grade ii, and intracapsular rupture". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "itchy present over a year, capsular contracture baker grade ii, and intracapsular rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.